Manufacturer narrative:
An amo field service engineer examined the laser at the customer's location. Field service engineer replaced and aligned the optical lenses as part of normal system checks. A clinical development manager also went to the customer's site and provided surgical support and training to the clinic staff and discovered that the calibration readings had been read incorrectly by the laser operator since (B)(4) 2012. Clinical development manager retrained the operator on the calibration process. All pertinent information available to amo has been submitted.

Event description:
The clinic reported that a patient was under-corrected in the right eye following a laser vision correction procedure. The patient's pre-op best corrected visual acuity (bcva) in each eye (right eye od/left eye os) was 20/20. Post op bcva at one month exam is 20/40 in the right eye and 20/25 in the left eye.